Event description:
Patient receiving fifth weekly dose of paclitaxel. At a rate of 301 ml/hr, it was noted that there was a leak at the filter cassette of the ICU medical primary plum set assumed to be lot#14338132.